Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2020, a 25mm amplatzer pfo occluder was selected for implant in the patient using a 8f amplatzer torqvue delivery system. During the procedure, the physician deployed the device, but the umbrella plate could not be fully unfolded. The physician did not release the device from the delivery cable and exchanged the device for a new 25mm amplatzer pfo occluder. The delivery system was also exchanged for a new one and the procedure was completed with no serious injuries. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. The patient is currently discharged.

Manufacturer narrative:
The reported event of the device deploying deformed, with the umbrella plate not fully unfolding, could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.